Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via implantable systems performance registry (ispr) clinical study regarding a patient who was receiving morphine with concentration 10.0 mg/ml at a dose rate of 5.496 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 16.487 mg/day, and clonidine with concentration 150.0 mcg/ml at a dose rate of 82.43 mcg/day via an implantable pump as of (B)(6) 2015 for non-malignant pain. It was reported that during a scheduled pump pocket revision for a persistent seroma, a catheter leak regarding a hole in the catheter beyond the connecting pin was observed. It was further noted that a cerebrospinal fluid (csf) leak was also observed. The implanting physician aspirated 300 ml of clear fluid believed to be csf; it was not sent for analysis. On (B)(6) 2015 the catheter leak / csf leak was observed during surgery and the catheter was trimmed. The event resolved without sequelae on (B)(6) 2015. The programming date from the most recent refill prior to the event was (B)(6) 2015. As of (B)(6) 2015 the pump administered the following medications: morphine with concentration 10.0 mg/mlat a dose rate of 1.500 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 4.501 mg/day, and clonidine with concentration 150.0 mcg/ml at a dose rate of 22.51 mcg/day. The event was related to the device/therapy regarding the entire catheter and not related to the implant procedure. If additional information is received, a follow-up report will be submitted.